Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the large bowel. The stricture was reported to be approximately 3 cm in length, and located approximately 3-4 cm from the s-top of the sigmoid colon. The patient's anatomy was reported to not be tortuous. No medications or treatments were provided to the patient prior to this event. During the procedure, under radiologic guidance, the stent was advanced over the wire into the target lesion. It was reported that the gastrografin used to aid with radiologic visualization had made it difficult to see the marker bands. However, the stent was able to be placed without any issue. The physician chose to attempt to implant a second stent at the proximal side of the target lesion to complete the procedure. Upon beginning deployment of the stent, the patient complained of a stomach ache. Therefore, the stent was removed fully constrained on the delivery system and the procedure was aborted. The patient underwent a CT scan and it was subsequently confirmed that the implanted stent was protruding into the abdominal cavity. The perforation was located at the front wall of the abdomen, approximately 2 cm from the oral side (against the anus) of the stricture. In the physician's assessment, there is no relationship between the second stent or guidewire and the perforation. It is likely that the distal tip of the outer sheath on the first stent may have inadvertently contacted the intestinal wall as he pushed the device accidentally. The physician stated that this event occurred due to his technical error. An emergency surgery was performed during this procedure to treat the perforation. Reportedly, the surgery took an hour and a half to complete. Following the procedure, the patient's condition was reported to be stable.